Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products: associated mdrs # 1225714-2014-02025; 02026; 02027; and 02028.